Event description:
Boston scientific received information that at implant this implantable cardioverter boston scientific received information via the patient remote monitoring system that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance (sli) measurement. Loss of capture (loc) was also observed. Additional information from the field representative indicated that the cause of loc and oor impedance measurement was not identified. Further, the patient will be monitored continuously. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.